Event description:
The lens was removed and replaced due to an unexpected post operative visual acuity. The physician replaced the lens with another of the same diopter, pt's current visual acuity is -0.3.

Manufacturer narrative:
The iol was not rec'd by the MFR for analysis. Prod hist records indicate the prod met release criteria. There have been no other complaints rec'd for this batch record. Two unused and unopened iols from the same batch were measured for diopter and are correct as labeled. The root cause of this event was not determined.